Event description:
Customer reports a 0.5ml/hr infusor containing hydromorphone overinfused over 4 days instead of an anticipated 5 days. Report states infusion started at 10:00 on 1/6/00 and changed on 1/10/00 at 12:00. No pt injury or death reported.

Event description:
Customer reports a 0.5ml/hr infusor containing hydromorphone overinfused over 4 days instead of an anticipated 5 days. Report states infusion started at 10.00 on 1/6/2000 and changed on 1/10/2000 at 12.00. No pt injury or death reported.